Event description:
It was reported that a patient presented in the hospital after multiple episodes of torsade de pointes with appropriate therapy. Intermittent capture and abnormal pacing were noted. Programming changes and further actions will be discussed with the physician. The patient will be monitored with routine follow-up.